Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to dislodgement. The lead will not be returned for analysis.